Event description:
Surgeon was using product during thrombectomy when product malfunctioned and the metal tip lacerated the bypass graft. Required repair and extended surgery. Graft was a right femoral to posterior tibial artery bypass using in-situ saphenous vein.